Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. Concomitant medical products: product ID: 5076-52lead, implanted: (B)(6) 2007. The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient com plications have been reported as a result of this event.